Event description:
A report was received that the patient was having difficulty charging the ipg. The physician confirmed that the ipg had flipped after reviewing x-ray result. Database analysis revealed no anomalies. The patient underwent a revision procedure and was doing well postoperatively. No device malfunction was suspected.